Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When the tubing set was removed the back of the hard plastic with the membrane and inside the cycler door was moist. Pt contact states he had no ill effects or antibiotics taken. Effluent had remained clear. There is no sample available for eval.